Event description:
It was reported that a screwdriver was being utilized during a procedure on (B)(6) 2012. During the procedure, the screws would not engage with the screwdriver. There was no reported injury to the patient or delay to the procedure as a result. No further information has been provided to date.

Manufacturer narrative:
Other - investigation found a potential tolerance issue between the driver and the screw as reported. A design change has been implemented to change the tip geometry to eliminate potential interference with mating screws.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Root cause is related to a tolerance stack up issue; investigation is in-process. The results will be forwarded to the FDA upon completion of investigation. The lot number identification necessary to review manufacturing history was not provided.